Event description:
It was reported that the patient experienced stimulation in one area, which did not provide sufficient relief despite optimize setting. Additionally, the remote communication is limited to a very short distance. The patient underwent explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7062403. UDI: (B)(4).